Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs tip cover accessory involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover to fall inside the patient. Follow-up was attempted.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the mcs tip cover accessory was retrieved in the same procedure. The csr was unsure if the instrument was inspected prior to use. Electro lube or another lubricant was not applied to the mcs tip cover accessory prior to installation. The csr was unsure of what surgical task the surgeon was performing when the instrument broke. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was removed during the procedure and the instrument¿s wrist was straightened upon removal. There were no post-operative tests performed to either check for or retrieve remaining fragments. There was no allegation of patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Video recording of the surgical procedure is not available for return to isi for review. The procedure was completed robotically with no report of patient injury. The csr noted that the mcs instrument and the mcs tip cover accessory will be returned to isi for failure investigation.